Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that there was a pump replacement on the day of report, ¿due to normal longevity.¿ it was further stated that it had been programmed with the wrong concentration at ¿500ug/ml with the priming bolus to prime the tubing. It was also reported that the existing catheter had been aspirated ¿0.363mls.¿ the healthcare provider realized after six minutes into the bolus duration, what she had done and changed it to the correct concentration of 2000ug/ml and updated the pump; continuing the priming bolus with a duration remaining then of 24 minutes. It was reported that this had resolved the issue. The pump was delivering lioresal 2000ug/ml at a rate of 200ug/day. Additional information received that the patient had no other medications contained in the pump at the time of the event. It was reported that the start date of baclofen intrathecal treatment was ¿03/08¿ and it was ¿on-going.¿ at the time of event, the patient had been on anesthesia medications. Patient¿s medical history includes ¿spastic quadriparesis related to anoxic event and no allergies.¿ there were no symptoms associated with the event. It was reported that the patient was doing fine and was receiving effective therapy.